Event description:
It was reported that the patient presented with multiple episodes of non-sustained lead noise due to myopotential oversensing. Vf therapy was inhibited. The ICD was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.